Event description:
On (B)(6) 2012, the patient contacted animas alleging that she has been experiencing high blood glucose (bg) recently, up to 375 mg/dl with dizziness and nausea. The patient reportedly self-treats with the pump or an insulin pen. The patient stated that her bgs will come down but much more slowly than expected. The patient's bg reportedly responds the same with the pump as with the insulin pen. The patient denied any site or set issues. Troubleshooting indicated all settings and histories are correct. The patient had switched from insulin pump therapy to insulin injections; however after review of the pump the patient was to resume insulin pump therapy. Customer technical support advised the patient to discuss the recent bg excursions with her hcp since she obtained the same bg response using an insulin pen as with the pump, and there was no pump defect found. The pump is not being returned at this time. This complaint is being reported because the patient reportedly experienced hyperglycemia of undetermined cause while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: due to continued use of the pump, the history from the event date was overwritten. The last basal delivery was recorded on (B)(6) 2013 and there was no activity observed outside of normal use. The total daily doses added up and correctly reflected the users¿ programmed basal rates. During testing, the pump was able to prime successfully and the force sensor calibration was found to be within specifications. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump¿s cover was opened and no internal defects were found. Unrelated to the complaint, the battery cap was found to have stripped threads and a test cap had to be used to power on the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.